Event description:
Per the clinic, open circuits were noted on 15 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.